Event description:
During evaluation it was discovered that a pump keypad is inoperable.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #3, #4, #5, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the "abc" key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.